Event description:
Healthcare provider reported via nbir a left side infection. Device has been explanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection.